Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the patient has a button error on their insulin pump. Patient's blood glucose level is at 124mg/dl. Trouble shooting is conducted. Patient is advised to cease use of pump and resort to back up. Device is not being returned because customer has a back up pump that is newer. No further information available.